Event description:
The intn'l affiliate representative reported that the unit failed to power up during the shift check.

Manufacturer narrative:
The philips asia pacific representative reported that the unit failed to power up during the shift check. The device was evaluated by a philips contracted distributor, and an optical switch failure was identified. The complaint is still being investigated by philips to confirm the root cause of the failed component. A follow-up report will be submitted upon completion of the investigation.